Event description:
Additional information stated a screening cable was used to check if the connection between the lead and the extension was correct. It was reported the impedances were checked a few days after implant and the doctors decided to program only one ¿low impedance¿ channel.

Event description:
It was reported that the device was explanted due to high impedances (greater than 40,000 ohms). The patient was reported as alive with no injury, but required hospitalization. After 2 weeks post-implant, the impedance was checked and one "channel" of the implantable neurostimulator (ins) resulted in 40,000 ohms. The healthcare provider (hcp) decided to wait "one or two weeks" to see if there were any improvements, but patient "remained with one channel working properly," so hcp decided to do revision. It was stated that the leads and the extensions were "ok with both sides." After cleaning the "channels" of the ins, the hcp tried to put the extensions "in and out" to "clear the way, but nothing had changed." It was noted that the hcp switched the extensions in the channel, but the failure "was still on one of the sides." The decision to explant the ins was reportedly made after "almost two hours of testing, switching the extensions, and cleaning what was possible to clean." The patient reportedly had less than 50% therapy relief. It was noted that the therapy "worked well even with one site on." A supplemental file will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins is functionally okay. Analysis testing showed that it measured impedances correctly in both the received lead configuration and in the normal lead configuration for a dbs system. The normal configuration for a dbs system is to use two extensions such as model 37085 extensions to connect to two leads. There is not a bifurcated extension designated for dbs therapy that would use all eight electrodes from one port as this ins had been programmed (electrodes #0-3 and #4-7). The normal configuration requires the ins to be programmed with electrodes #0-3 for one lead and electrodes #8-11 for the other lead. If the normal extensions were used and this ins was programmed using electrodes #4-7 it would cause high impedance on the #4-7 electrodes because nothing would be connected to #4-7. Also, there would be no output on the second lead since it would be connected to #8-11. It is likely that the high impedance observed on the #0-3 electrodes to the case during the troubleshooting/revision surgery was due to the ins not being in the pocket. It is suspected that this was a programming issue and not a device issue.